Event description:
It was reported that the pace/sense function failed in 2007. At that time, the pace/sense portion was capped and replaced. In 2012, it was reported that the hv impedance increased. The physician suspected subclavian crush. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.